Event description:
While using a byte night aligners, patient reported that their top two teeth are chipping. Further information is pending.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.